Event description:
It was reported that during a ptcra procedure involving a calcified and 90% stenotic lesion in the mid lad artery, the wire fractured. The physician was unable to advance a 1.5mm burr and exchanged for a 1.25mm bur. Following ablation, it was noted that the wire had fractured in the lad. The physician was unable to retrieve the fractured wire and it remains in the pt. Pt status was listed as stable with no complications.